Event description:
It was reported that foreign material was found inside the package. During unpacking of a 24 x 2.75 promus elite drug-eluting stent, strands of hair or fibres was found to be attached on the stent. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device technical analysis: the device was returned for analysis. Hair like fiber was observed on a gauze tissue measuring 2cm long. Additionally, multiple kinks were found along several locations of the hypotube shaft.

Event description:
It was reported that foreign material was found inside the package. During unpacking of a 24 x 2.75 promus elite drug-eluting stent, strands of hair or fibres was found to be attached on the stent. The procedure was completed with another of the same device. No patient complications were reported.